Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are rec'd, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
Per the dealer (B)(6), the end user was leaning back in her chair at home when the backrest brackets snapped. The end user didn't fall out of her chair and there were no reported injuries.